Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 435 mg/dl. Cause of elevated bg level was unknown. Bg was treated with intravenous fluids and saline. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.